Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he is a tree trimmer and was up in a tree when his insulin pump fell 100 feet down and landed on a rock. Customer cut a branch and it got caught in the tubing. Customer stated that it pulled his site off and pulled off his pump off his belt. Customer stated that his site coming off was not product related. Customer stated that the pump has a big blue streak and has two cracks on the screen. Customer stated that when he turns on his pump, he only sees half of the display. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.